Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the suture broke and remains inside the patient. A 8.3 flexima¿ was used. During removal of the catheter, it was noted that the suture broke and was unable to be retrieved. Attempts were made to remove the suture, however they were unsuccessful and the suture remained inside patient's body. No further patient complications were reported and patient's status was stable.